Event description:
A customer reported that the equipment stopped working during aspiration of a cataract extraction procedure. The case was completed successfully using another sys. There was no pt harm or injury.

Manufacturer narrative:
The company rep examined the sys and reconnected the cables and adapters. Preventive maintenance was performed; a software update was completed. The sys was then tested and met all product specs. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).